Manufacturer narrative:
The investigation into the limb limb ischemia ¿ irreversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post coronary artery bypass grafting and mitral valve repair. The pump was explanted after 2 days and care was escalated to a 5.5 pump. The cp limb had signs of limb ischemia and was treated by explant and fasciotomy due to compartment syndrome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿